Manufacturer narrative:
#E2012017, report late due to asr to individual reporting transition

Event description:
As per complaint (B)(4), a dental implant had a problem with osseointegration and the implant was removed. Pain was recorded.